Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pins of a gem coupler,2.5mm failed to match and aligned as expected, which prevented successful anastomosis during intra operation. The device was replaced to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.